Manufacturer narrative:
H10: at this time, the suspect device has not been returned for evaluation. However, during analysis of log files there was no o2 inlet pressure connected to the vent and the fio2 was set to 100%. It was related to a user fault not connecting the o2 pressure hose while setting an o2 value on the screen. It was suggested to take a closer at the o2 cell of this vent since it is alarming every now and then. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported that the bellavista 1000 was unable to deliver fio2 in hfot mode and has alarm 151 "o2 concentration low" while the o2 was set to 21%. The patient desaturated but recovered. The device was replaced with another ventilator. The customer confirmed that there was no patient harm reported from this event.

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was due to user fault not connecting the o2 pressure hose while setting an o2 value on the screen of 100%. Alarm 221 "oxygen sensor requires calibration" has nothing to do with the complaint reported and was communicated as an additional service required on this vent. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.